Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a rectum resection procedure, there were malformed/unformed staples; no cracking noise; sutured by hand. Side-to-end anastomosis at rectum. The device cut circumferencially but the staple formation was not ok. The characteristic cracking noise was not detected but the washer was cut completely. The anastomosis was oversticted laparoscopic and transanally. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Video analysis: the first image on the video shows bleeding and two clips on the tissue. A scissor is used to cut some tissue, other non-ethicon products are on the scene, a harmonic device appears on the procedure to cut tissue, during the cut, bleeding is observed then three clips are placed and a cut is performed between the clips. Irrigation and suction are used to clean the area. A device with a gold cartridge is placed on the tissue and then closed; no firing of the device can be appreciated. After that the camera is retrieved and a view of the or is visible, the camera is placed on the mayo table, and the image on the video goes to a steady ¿blue¿ from the 11:00 mark to 26:40 mark. Bleeding takes place due to the separation of tissue, internal tissue movement can be appreciated, it takes from the 28:55 mark to 35:44 mark; finally the trocar appears trough the tissue and the junction with the anvil is made. An inspection on the staple line is observed, it appears that the tissue placed between the anvil and the trocar was too thick. Bleeding on the staple line can be appreciated; suture is used around the staple line. Based on the video alone the event describe is confirmed, unfortunately there is not enough evidence in the video to determine root cause.

Manufacturer narrative:
(B)(4). Batch # n57a6r the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.